Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4) incomplet. The lot number was unknown. Investigation summary: the complaint device was received at the service center and evaluated. It was reported that wifi connection not available. Per service manual operational and diagnostic, this complaint can be confirmed. It was found during evaluation that the transmitter antenna was not seated properly. Further, battery cover was broken and found 2 broken inserts. Also, minor scratches were identified with the device upon decontamination. The transmitter antenna was re-seated and battery tray assembly was replaced to resolve the issues. After repair, the device was found to be working according to the specifications. User mishandling of the device can be the most probable root causes of broken battery cover, inserts and minor scratches on the device. The improper seating of the transmitter antenna due to lack of maintenance have caused the customer to experience the reported problem. There are no indications from this complaint investigation that the issue/failure is manufacturing-related, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in france that preoperatively to an unknown surgery on (B)(6) 2020, it was observed that the vapr vue wireless footswitch device had no "wifi" connection. During in-house engineering evaluation, it was determined that the device had a broken battery cover and two broken inserts. Another like device was used to complete the procedure with a 15 minute delay. There were no adverse patient consequences reported. No additional information was provided.